Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable carbohydrate antigen 19- 9 (ca 19-9), ferritin, and carcinoembryonic antigen results on their elecsys 2010 analyzer. The customer provided data for two patients. It was known the discrepant results for one of the patients were not reported outside the laboratory, but it was unknown if the other patient's discrepant result was reported outside the laboratory. The patient's initial ca 19-9 result was 29.7 u/ml. The first repeat result was 40.2 u/ml. The patient's sample was re-centrifuged and repeated. The second repeat result was 41.8 u/ml. There were no reports of any adverse events. The ca 19-9 reagent lot number and expiration date were not provided. There were no leaks from the pinch tubing, no problems with the sample/reagent probe, and no air was found in the tubes. The field service representative checked the analyzer and no problems were found. He replaced the seal piece, pinch tube, and tube 465. A system volume check and rack sampling position check were performed. Quality control measurements were performed.